Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry, that a patient with a 27mm 3300tfx valve, implanted in aortic position, underwent a valve-in-valve procedure after an implant duration of 6 years, 11 months due to unknown reasons. The tavr was performed with a 29mm 9600tfx transcatheter valve.